Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 17 mg/dl while wearing the pod between 1 and 4 hours. The patient was treated with intravenous dextrose 5%. As a result of this event the patient reported their doctor changed their basal rate from 150 units to 110 units. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.